Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had their device explanted. The patient had redness and heat at the pocket site. They were placed on antibiotics and the device was removed. The device has not been replaced, but it is reported that it will be replaced by a new device from the manufacturer. No troubleshooting was needed as there were no device issues alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.